Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena of foreign material at the air/water channel and in the auxiliary water channel were presumed to have been due to reprocessing that was not conducted properly due to a leak at the plug unit. A further cause of the leakage could not be presumed. The suggested events are detectable and preventable by handling device in accordance with the following instructions for use (IFU): IFU states the detection method in "cf-hq1100dl/I operation manual chapter 3 preparation and inspection". IFU states the preventive measures in "cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white foreign material in the jet tube and white foreign material in the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.